Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call high blood glucose levels and damage on the insulin pump. Customer's blood glucose level was 575 mg/dl. Customer's infusion set ripped out of their body and the insulin pump was dropped. Customer treated their blood glucose levels via manual syringe because the device came out. Customer's father declined to troubleshoot for high blood glucose levels. Customer's father advised the insulin pump is fine even though it was dropped.